Manufacturer narrative:
One hotline 3 blood and fluid warmer was returned for analysis. Upon visual inspection wear and tear was noted to enclosure, cracked tank cover, faded front cover, faded front cord, broken led, and broken power switch. Based on the evidence the complaint was not confirmed as all the parts were noted to be there. However, the unit was found physically damaged and not fully functional.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 blood and fluid warmer was missing parts. There were no reported adverse effects.